Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6, g.3.

Event description:
Patient representative reported "restlessness, anguish, anxiety and insecurity of consumers who use the prostheses, caused by the association of these implants with the incidence of alcl".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture and seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and seroma-late.

Event description:
Patient's relative reported, "pain upon palpation and nodes" for left side. Healthcare professional reported capsular contracture baker grade IV, "benign calcification", "folds", and "minimal amount of liquid". Device remains implanted.